Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Service engineer (se) was able to replicate error. Se replaced the oxygenator controller which resolved the message code 470 issue. A corrective and preventive action was initiated to further investigate the root cause of the issue. It was determined that metra devices can produce false 470 message codes in rare instances. When a 470 oxygen concentrator failure message code occurs, the instructions for use instructs the device user to power the device off and back on and this resets the system to allow the oxygenator to function normally. While the method to recover from this situation is straightforward, the oxygenator control firmware used by metra devices has been updated. This will reduce the likelihood and risk of the oxygen concentrator failing to initialize, entering a false error state, and reduce the likelihood of unintended user interaction caused by this issue. Devices will be updated to the new version of the firmware when applicable.

Event description:
Device user (du) contacted clinical specialist (cs) regarding message code 470 (oxygen concentrator failure) displaying after starting preparation mode (no liver connected). Cs instructed du to stop perfusion, wait 10 seconds, and then re-start perfusion. This resolved the issue during preparation mode. Following liver connection and start of perfusion, message code 470 reappeared on the gui screen while cs was providing remote support. Cs instructed du to stop perfusion, wait and reinitiate perfusion once again. This resolved the issue during liver on board mode. Message code 470 did not appear for the remainder of the perfusion.

Manufacturer narrative:
Date device was returned to the manufacturer was july 19, 2023.

Event description:
Device user (du) contacted clinical specialist (cs) regarding message code 470 (oxygen concentrator failure) displaying after starting preparation mode (no liver connected). Cs instructed du to stop perfusion, wait 10 seconds, and then re-start perfusion. This resolved the issue during preparation mode. Following liver connection and start of perfusion, message code 470 reappeared on the gui screen while cs was providing remote support. Cs instructed du to stop perfusion, wait and reinitiate perfusion once again. This resolved the issue during liver on board mode. Message code 470 did not appear for the remainder of the perfusion.